Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of op notes state that the patient was revised on the left side due to persistent groin pain and iliopsoas tendonitis. During the procedure, head and neck were removed, stem was solid, cup position was checked and was noted as satisfactory, but when evaluating the fit, noted the mallory head 4-fin cup in the vicinity of the iliopsoas. Surgeon felt that this was cause for the iliopsoas tendonitis, so the cup was removed and replaced. Review of the device history record identified no deviations or anomalies. The root cause of the iliopsoas tendonitis can be attributed to the malposition of the cup, which lead to the iliopsoas rub against the cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-105933 epoly 32 mm rlc lnr mrom sz23 316490, 163669 32 mm mod head cocr std neck 337890, unknown stem. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported a patient underwent primary left tha and after nine years five months underwent revision due to iliopsoas tendonitis requiring adjustment to shell alignment. Patient was reimplanted with competitor acetabular product and biomet biolox option femoral head. No additional information is available.